Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. A medical review was performed and indicated that the root cause of this event was not device related. The event was confirmed however the root cause of the trauma was determined to be related to the patient fall. No further investigation is required at this time.

Event description:
It was reported that the patient with primary tha of 4 weeks fell down stairs which resulted in peri-prosthetic fracture and stem revision.

Event description:
It was reported that the patient with primary tha of 4 weeks fell down stairs which resulted in peri-prosthetic fracture and stem revision.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.